Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked at the battery and reservoir compartment. The insulin pump had not been dropped or bumped. The blood glucose reading was 6.4 mmol/l. Nothing further was reported.